Event description:
It was reported that the cuff is sticking during pre-test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. When the sample 1 was inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically. Sample 2 did not present the reported condition, based on analysis the complaint is not confirmed. No root cause was not determinate since the complaint was not confirmed. No actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review. E4: initial reporter also sent report to FDA is unknown.